Manufacturer narrative:
Investigation of the event determined the ise sipper probe was partially blocked due to a lack of system maintenance by the customer. It was also noted the user ran the samples after a failed calibration. The event did not cause or contribute to injury, illness or deterioration in health of a patient.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received questionable ion selective electrode (ise) results for three patient samples from the cobas c501 analyzer. Of the data provided, only the results for one patient sample were discrepant and reported outside the laboratory. The initial sodium result was 124 mmol/l, the repeat result on (B)(6) 2011 was 141 mmol/l and the repeat result on (B)(6) 2011 was 141 mmol/l. The initial results were reported outside the laboratory, but the user contact the doctor in the ER and let him know the results reported may not be correct. The results from (B)(6) 2011 were sent as a correct report. The patient was not treated based on the erroneous results. The sodium electrode lot number was not provided. The field service representative determined there was a partial blockage in the ise sipper probe and he replaced the probe and tubing. He verified the analyzer operation by running performance testing, ise calibrations and quality control with all results meeting specifications.